Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer felt malaise and went to the hospital. The hospital staff performed a blood glucose reading which resulted in a value of 600 mg/dl. The customer was admitted into the ICU and was diagnosed with ketoacidosis. He was treated with insulin injections and buscopan. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged.